Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy received an inappropriate shock due to t wave oversensing and low right ventricular sensitivity. The patient was admitted to the hospital. Additional information was requested from the field in which it was found that the right ventricular lead and right atrial lead were dislodged. A revision procedure was performed in which the device system was repositioned and remains in service. No additional adverse patient effects were reported.